Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings of the outer insulations cosmetic environmental stress cracking and cosmetic depression. Proximal segment or lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that lead integrity alert was triggered in patient. The electrogram confirmed intermittent noise on the right ventricular pace/sense portion of the lead. It was also reported that there was an increase in pacing impedance. During attempted explant the screw mechanism spun freely with no retraction of the helix. The proximal portion of the lead was cut, capped, and a new lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that lead integrity alert was triggered in patient. The electrogram confirmed intermittent noise on the right ventricular (rv) pace/sense portion of the lead. It was also reported that there was an apparent lead fracture and increase in pacing impedance. During attempted explant the screw mechanism spun freely with no retraction of the helix. The proximal portion of the lead was cut, capped, and a new lead was implanted. No patient complications were reported as a result of this event.